Event description:
It was reported by service report that the bed exit alarm and nurse call functions were not working. It is unk if there was pt involvement or if there are adverse consequences to report.